Manufacturer narrative:
On 16-jun-10, device qc performed.

Event description:
Initial report: this is a serious (medically important) spontaneous case report rec'd by e-mail from a regional medical mgr on (B) (6)-2010. She was informed by a dermatologist who reported about a female pt, (B) (6). No details were reported on relevant history, concomitant diseases and concurrent drugs. The pt was injected under the skin with 1 bottle of poly-l-lactic-acid (sculptra) at the area of the cheek (nasolabial groove) last year (2009). After dental treatment in spring 2010, she experienced multiple injection site nodules which enlarged. Most of the nodules are palpable and some of them are visible. The size of the nodules is between 3-5 mm. On the date of the report, the reaction was ongoing. The dermatologist did not provide the causality assessment. The pt will be presented to a specialist for further treatment. Injection site nodule have been reported in association with a product-technical complaint (sculptra, batch-no. Unk, (B) (4).